Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot: 099865 with the following internal plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot: 099865 were reviewed. This lot met the required release specifications. A review of the complaints reporting (B)(6) related to lot number 099865 demonstrated a complaint rate of (B)(4).the evidence available does not indicate that this product lot is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Conflicting results with the alere determine hiv 1/2 ag/ab combo were reported. Two (B)(6) results were reported using a plasma sample from a needlestick exposure patient. However, one additional test using a serum sample on alere determine hiv 1/2 ag/ab combo generated a (B)(6) result. (B)(6). The patient was reported as a non-pregnant female of unknown age.